Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that a technician opened the package and noted the pad was discolored. The pad was not used on the pt. Initial evaluation of the returned sample found the pad did not have continuity.